Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-ipg-r, upn: m365sc1110020, model: sc-1110-02, serial: (B)(4), and batch: 18832528. Product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), and batch: 19038700.

Event description:
It was reported that high impedances were displayed on both leads. Re-programming was done but over time each lead displayed high impedances on every contact except for two. The patient also stated that they were having to charge their implantable pulse generator ipg more frequently. The physician decided to remove and replace both leads and ipg. Post operatively, the patient was doing well.

Event description:
It was reported that high impedances were displayed on both leads. Re-programming was done but over time each lead displayed high impedances on every contact except for two. The patient also stated that they were having to charge their implantable pulse generator ipg more frequently. The physician decided to remove and replace both leads and ipg. Post operatively, the patient was doing well.

Manufacturer narrative:
Model sc-2218-50, serial number (B)(6): visual and x-ray inspections confirmed that six cables of the lead are fractured at the click site, about 21 centimeters from the distal end. Model sc-2218-50, serial number (B)(6): visual and x-ray inspections confirmed that all cables of the lead are fractured at the click site, about 21 centimeters from the distal end. Model sc-1110-02, serial number (B)(6): upon receiving, the ipg was in hibernation and it was charged fully. A review of the patient's data found that the battery depletion rate was within the expected range. The device was implanted in 2016. An electrical test revealed found no anomalies. Based on all available information, engineers concluded that the high impedance measurements were caused by a lead fracture. The lead became kinked after exiting the clik x anchor which exposed the kinked location to excessive mechanical, tensile force that caused the lead cables to fracture. A review of the patient's data found that the ipg battery depletion rate was within the expected range. A labeling review found that over time and with repeated charging, the battery in the stimulator will lose its ability to recover its full capacity and the stimulator may need to be recharged more often is a known inherent risk with use of the device.